Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of juex1695 showed five other similar product complaint(s) from this lot number.

Event description:
It was reported clips that secure everything in place are coming unclipped." No other information was provided.